Event description:
The daughter of the pt reported back-to-back blood glucose results of 65 mg/dl and 204 mg/dl on the voicemate vsr with test system. Pt took 9 units of lispro insulin based on these results and her sliding scale. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.